Event description:
I am scheduled for revision surgery to remove my failed medical device, simplify, placed at c 5/6 in (B)(6) 2024. I was 43 at that time. Prior to, I made the same best effort (or a valiant effort imo) any patient would to explore my options and understand the risks. I knew simplify was the most recently approved cervical disc replacement device in the us. I spent months and paid out of pocket 1000's to consult with spine surgeons, majority of whom recommended the subject disc. I went into surgery knowing I'm ultimately taking a risk on the newest medical technology, w/limited long-term data over others with longer term data and hence longer term known outcomes (and complications). By 2025, my recovery didn't go well and at the same time, reports of device failure due to osteolysis started to surface. By (B)(6) 2026, my CT scan confirmed I had post complications, including osteolysis which ultimately prompted need to revise my disc to fusion. It's beyond devastating (on the backdrop of 5+ years of chronic pain the surgery failed to resolve) and given my age, the lost prospect of preservation of motion a cdr implied; now a fusion also contraindicates another adr in my neck and increases my risk of adjacent segment degeneration, though I understand the amount of decrease in this risk associated with adr is arguable. I checked the maude database pre-surgery and found only 16 reported problems with simplify, which seemed positive. But since then, checking again the growing number of reported removal of simplify is alarming and my own is about to be added to that list while I don't know the total number placed since FDA approval vs number removed. Does anyone know? Does the FDA know? Does the manufacturer know? What I do know, in connecting with peers who've had simplify removed as well, is that some surgeons are not placing this disc anymore. They've seen enough failures in their own patients. But the FDA has not recalled this disc nor have I seen globus medical respond to this growing problem. I find it scary that surgeons are recognizing this and choosing not to allow more patients to suffer from this disc, before the FDA responds. I recognize with every device carries a certain % collateral damage expected. But if surgeons won't do it anymore, and they are convinced it's a bad disc, why hasn't the FDA stepped up to this plate? I also did not know, until my adr failed, that other surgeons won't revise the disc; they opt out of dealing with patients with failed surgeries. I consulted 4 local surgeons post op, and only 1 agreed to help me. Again, I went into this surgery knowing the adr I chose had risks, but I really didn't know surgeons would abandon me, should it fail. That's the icing on that cake. This is a common problem. I also missed some context I wish I knew pre-op though I can't say it would have changed my outcome. Globus medical bought nuvasive (B)(6) 2023. When a buyout like this happens on the backdrop of elective surgeries having been delayed due to covid19 and a push to support a purchase valuation, bias happens, conflicts of interest happens: its a natural effect of business. I just wish no more patients suffer the way I have. I just wished the FDA supports patients as intended. Recall simplify and recognize the flaw in this all. That bias and conflicts of interest coexist in the backdrop of our us for-profit-healthcare system, it does hurt patients. I am one. Patients have little to no recourse.